Manufacturer narrative:
Product event summary: analysis did not find a stylus issue. It was found that the programmer had an error when updating software.

Event description:
It was reported that the programmer was taking a long time to load software. The caller was advised to remove the battery and attempt to load the software. It was later reported that the programmer would not load software from a universal serial bus (usb) or the software distribution network (sdn). Additionally, it was reported that the programmer's stylus pen was no longer very responsive. The programmer has been returned for service. There was no patient involvement.